Manufacturer narrative:
The intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted. The doctor confirmed a slight inflammation on the corneal endothelium, approximately six (6) weeks post implant. The doctor observed that the patient has endophthalmitis (abacterial). The patient's visual acuity was 1.0d (20/20). The doctor prescribed steroids, rinderon (anti-inflammation) and vigamox (antibacterial medicine). No further information was provided.

Manufacturer narrative:
(B)(4). The manufacturing record review was performed. All process operations in the manufacturing record were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. The sterilization record for this lot was reviewed and processed according to requirements and met the specifications. No environmental action was found for the clean room building when the production order was processed. The documentation and related documents shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.